Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely before and after mounting on the scope, some load was applied to the rear end of the cover to reduce durability, and the rear end of the cover was damaged by the load applied during use, making it easier to remove from the scope. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "7.3 attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -no anti-fog agent is used. -immediately after mounting on the scope, it was confirmed that the cover had no abnormalities such as cracks and that it could not be removed from the scope. Also, looking at the photo of the actual product provided (a photo showing the state of being collected from the body with forceps), it seemed that the rear end side of the cover was cracked. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -before and after mounting on the scope, some load was applied to the rear end of the cover to reduce durability, and the rear end of the cover was damaged by the load applied during use, making it easier to remove from the scope.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.

Event description:
The customer reported during an intraoperative endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use disposable cover, the distal cover was discovered missing immediately upon withdrawal from the patient through the 15mm trocar. The distal cover was identified in the patient¿s peritoneum via laparoscopic video instrumentation (already in use) and was retrieved with the help of laparoscopic graspers without any adverse effects to the patient. There were no additional consequences to the patient as a result of this occurrence. The patient¿s current condition is reported as ¿good¿. The distal cover was checked for integrity and secure placement prior to the procedure and found to be free of flaws and properly attached to the duodenoscope. Distal cover was checked to confirm proper and secure placement immediately prior to the scope insertion into the patient. A 15mm trocar was used to introduce the duodenoscope into the patient. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.